Manufacturer narrative:
The device was returned to zoll medical (B)(6); the reported malfunction was observed. The biphasic bridge board, system board, and flex cable were replaced as a precaution. The device was recertified and returned to the customer. The biphasic bridge board and system board were returned to zoll medical us; the reported malfunction was unable to be duplicated. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.